Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 23.feb.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 a patient underwent hardware removal a quantity of 1 (one) 2.4 mm va-lcp volar distal plate, a quantity of 1 (one) 2.7 mm cortex self tapping screws and a quantity of 5 (five) 2.4 mm va locking screws secondary to pain in wrist. Onset date of wrist pain is unknown. There was no surgical delay of further patient harm reported. The procedure was completed successfully. No additional information was available. This complaint involves 3 devices. (B)(4).